Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a crack across the screen and a bunch of scratches on the insulin pump. Customer's blood glucose level was 204 mg/dl. Customer stated that she does too much physical work and has fallen before. Customer stated that the clip sometimes gets loose. Customer is wondering if one day she will not be able to see anything on the pump. Customer was advised that if she decides to continue use of the pump, she must use it carefully. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).